Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's sister reported via phone call blank display screen on the insulin pump. Customer's blood glucose level was 440 mg/dl. Customer advised they tried to bolus when they realized the device had blank display. Troubleshooting for the blank display was performed. Customer was able to pass the self-test. Customer was advised that a new battery cap will be sent out and to monitor the device.